Event description:
Patient here for infusion that requires 0.2micron filter for treatment. We sent the filter, and the registered nurse (rn) could not advance the fluid passed the filter on the device. The reporting caregiver had to obtain a different filter and replaced, which was successful. Manufacturer response for set, administration, intravascular, alaris, smartsite (per site reporter). Waiting for their response.